Event description:
The account alleged that they adjusted the brake casters and now the brake casters will lock in place at the foot end but when pushing the brake pedal at the head end of the stretcher. No injury reported.

Manufacturer narrative:
The technician asked the account to check for a bent brake linkage at the head end. The account found that the sims screws were broken off in the hex rod. The account installed both hex rods and sims screws on this unit to resolve issue.